Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and the reported issue was duplicated. The cause was shorting of high voltage diode, designator cr44. This caused a short to the h-bridge, designator cr30 which resulted in a failure to charge.

Event description:
The customer contacted physio-control to report that their device defibrillation energy delivery level was not as expected. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly and calibrated the energy level, which resolved the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device defibrillation energy delivery level was not as expected. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no patient use associated with the reported event.